Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were elevated, fluctuating between 130-533mg/dl. Bg levels would lower after the customer administered boluses with the pump, but would elevate again. Troubleshooting could not be performed, as the customer indicated that they were unable to stay on the call very long, and ended the call.